Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. The hcp reported that the patient came to their facility on (B)(6) 2017. The patient was comatose/unresponsive and currently on a vent. The hcp was asking about turning the pump off temporarily. They did not have a clinician programmer at their facility. No further patient complications have been reported as a result of this event.